Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that patient's device had been off for a while and they needed it removed because it was sitting on their sciatic nerve. Patient stated it had been bothering them for a while and three weeks ago, it got so bad they could not walk. No further complications were reported.